Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient received medical professional treatment due to hypoglycemia. The pod reportedly fell off the infusion site, causing the cannula to dislodge. The patient noticed the blood glucose (bg) levels increasing and administered a correction bolus utilizing an insulin pen. The patient's bg levels decreased to 5.1 mmol/l (91.8 mg/dl). The patient loss consciousness and the ambulance was called. Emergency services administered 2 infusions of glucose over a period of 4 to 5 hours. The patient returned to multiple daily injections for insulin delivery. The patient resides in netherlands and the incident occurred in turkey. The pod was discarded by the patient.